Manufacturer narrative:
The device was not returned for product analysis because the user was able to resolve the issue and the programmer remains in service at the healthcare facility. Although the device was not returned for analysis, boston scientific performed an investigation with all available information. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received.

Event description:
It was reported that this integrated programmer touch screen would not work during electrogram (egm) live session. This programmer was turned off and cleaned. Boston scientific technical services (ts) discussed to get the reports and if it continues to occur the programmer will need to be returned for repair. Local representative stated that the programmer has been working fine and will continue to monitor the performance. Additional information indicated that during a device check the programmer would not respond to finger touch commands. Local representative suspect it may have been due to a film on the screen from the cleaning agents. Also, indicated that there was no issue since cleaning the screen. This programmer remains in service. No adverse patient effects were reported.